Manufacturer narrative:
Received 1 used intermittent silicone catheter only. Initial visual inspection noted that one of the drainage eyes appeared to not have been fully punched. Further inspection noted that one of the other drainage eyes appeared to be occluded with calcification. Per functional evaluation, one sample was tested for flow rate of the catheter. One (1) of the one (1) catheter was within specification for flow rate of the catheter. The specification for flow rate of a 12fr. Male length hydrophilic intermittent catheter is a minimum of 50ml per minute. The catheter averaged 373.33ml/minute and ranged from 370ml/minute to 375.00ml/minute. There were no abnormalities in the tip of the catheter. The reported event was unconfirmed as the product was found to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "how to prepare and use the insertion gripper. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. Symbols for prescription only, single use device, non-latex, no pvc, sterilized by radiation." (B)(4).

Event description:
It was reported that when the catheter passed into the bladder, no urine drained. Upon inspection of the catheter, the tip looked faulty.